Event description:
The surgeon tightened the arm into place, began his anastamosis and the estech arm "sprung." Pieces of the arm were distributed in the patient's chest cavity and immediate area around the field. The manufacturer was contacted to confirm that there were 17 rings, and x-ray revealed that all 17 rings were removed from the patient and operating room field. No patient harm.

Manufacturer narrative:
The device was purchased from the manufacturer (B)(6) 2008. The supplied instructions for use states use of the device requires that it be verified for functionality and inspected after each use. The instructions indicate there should be no signs of wear or frayed cable present. The alleged device was not returned for evaluation. However, the probable root cause of this event is inadequate preventive maintenance. The device is approximately five years old.